Event description:
Baxter china reported "the clamp can not close liquid" on the transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.